Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome¿ rx 39 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon cannulation of the papilla, there was a small particle noticed on the tip of the tome which looked like a part of the cutting wire. The procedure was completed with a second jagtome¿ rx 39. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the device does not have foreign matter. The distal tip has one section peeled; however, it is within specification. The complaint was not consistent with the reported event of device had foreign matter. Based on the investigation and the receipt condition/functionality, the complaint investigation conclusion code selected is not confirmed returned since the complaint included a returned device review (visual, physical, and performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagtome¿ rx 39 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon cannulation of the papilla, there was a small particle noticed on the tip of the tome which looked like a part of the cutting wire. The procedure was completed with a second jagtome¿ rx 39. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.